Event description:
It was reported while the patient was under sedation for a therapeutic endoscopic retrograde cholangiopancreatography, the user was using the cutting wire to cut the papilla and the cutting wire perforated the patient's bile duct. The procedure ended once the perforation occurred and the patient was taken to another room to address the perforation.

Event description:
This report is being supplemented to provide additional information received from the customer indicating that a stent was placed and hemoclips were used to close the perforation. The patient currently has no issues and was seen in office with no complaints. Updated fields: b2, b5, b7, f9, f10.